Event description:
The patient received her scs system including one surgical lead and an ipg on (B)(6) 2006. It was reported that approximately 14 months post-implant, the ipg would no longer hold a charge, requiring the patient to recharge every two days. The ipg was explanted and replaced. The explanted ipg was returned to (B)(4) for evaluation. No additional information is available. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg fails the auto test "2vb" battery current test. This indicates that in operation the ipg was drawing too much current from the battery. It is believed the 1.2 ucod has failed and is consistent with "2vb" failures. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.